Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient implanted for spinal pain. The hcp reported that the patient is having an MRI because their device is not staying charged, and they are having to recharge daily. It was noted that the issue was first noticed about 2 months ago. Technical services walked the patient and hcp on how to access MRI mode. MRI mode was successfully accessed, and full body eligible was displayed on the programmer. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was replaced because it was not staying charged and it was not working right. A non-rechargeable ins was implanted. No further complications were reported.